Event description:
Boston scientific crm received information from the patient's daughter that during a device check the physician was unable to interrogate the device with the programmer they had. It was also reported that one week post implant, rates in the 40's and 50's were noted with no patient symptoms associated. The patient's daughter noted that the rates returned to 60 with no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.